Event description:
The caller reported that the pump battery would not charge, leading to the pump shutting down, despite attempts to charge it using a wall outlet and different adapters. It was unclear if there was an impact on the customer's blood glucose level because the pump screen was non-functional. The technical support team instructed the caller to use multiple charging methods, but none resolved the issue. Ultimately, the support staff decided to replace the pump to ensure continuous insulin delivery, advising the caller on the use of backup therapy as well as how to return the problematic pump.